Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) while attempting to load multiple cartridges. Reportedly, the customer was able to load a third cartridge onto the pump and resume insulin delivery. In addition, it was reported that the pump battery gauge remained at 100% for 24 hours despite being in use. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.